Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received loaded in the capsule of the delivery catheter system (dcs). The valve could not be removed from the dcs, analysis on the valve could not be performed. The trigger did not move. The device was received with the handle components detached from the dcs. The device was received with the capsule partially opened. Delamination was observed over the nitinol reinforcing frame along the mid-section and the proximal end of the capsule. Tab 3 of the actuator component was observed to be hinged inward at the point where the tab protrudes from the component. Tab 4 of the actuator component was observed to have a hairline at the point where the tab protrudes from the male actuator component. There was damage observed on the threading of the screw gear. The deployment knob was reattached to the dcs to attempt retraction of the capsule, however the deployment knob was unable to be turned, and the capsule appeared to bend. The device was returned with the end cap/screw gear snap fit connected. Conclusion: the investigation is in progress. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the delivery catheter system (dcs) was returned to medtronic for analysis. Angiographic images were not received for review, only an executive summary / case plan was received. The executive summary confirms the reported severe tortuosity throughout the arterial anatomy and the horizontal aortic root. It was reported that during implant, the valve was positioned too high and recaptured. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. In this case, it was noted that the patient had a tortuous anatomy with a horizontal aorta. This indicates that a possible cause of the positioning difficulties was patient anatomy, but this cannot be confirmed with the limited information available and a relationship to the dcs could not be established. There was difficulty during the second recapture with the physician reporting an increased tension in the dcs and subsequently, the deployment knob broke. The device was received with the handle components detached from the dcs, confirming the reported event. Delamination was also observed over the nitinol reinforcing frame along the mid-section and the proximal end of the capsule, which typically occurs when the capsule is subjected to a bending force. There was damage observed on the threading of the screw gear. This damage indicates high forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. Many sources may contribute to high forces in the system including load quality and packing density of the valve in the capsule, bends and kinks on the shaft, tortuous anatomy and guidewire and sheath selection. In this case, it was noted that the aortic angle created tension in the system and therefore the most likely cause of the high forces in the system is due to the patient anatomy. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. The device history record (DHR) was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The DHR review did not show any findings related to this event. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, but a conclusive root cause cannot be determined at this time. Updated h.6 - device, eval method, eval results, eval conclusion, health impact codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after the loading was confirmed with fluoroscopy, the valve was deployed in a cusp overlap technique. The first position was too high at the non-coronary cusp (ncc) and left coronary cusp (lcc). Subsequently, the valve was recaptured and an attempt was made to deploy the valve 2 mm deeper. After 80% of deployment, the valve was positioned at 2 mm, which was considered too high due to the patient¿s horizontal aorta (58 degrees). An attempt was made to recapture the valve a second time, but the delivery catheter system (dcs) deployment knob broke. It was reported a noise was heard and the handle fell apart. The physician reported that increased tension in the dcs during the second recapture due to tortuous anatomy may have contributed to the event. The valve was not fully recaptured and the capsule was closed approximately 70%. Inspection of the handle showed a defect of the tabs. Due to the 20 french medtronic sheath, the valve was able to be fully retrieved and it was possible to close the capsule entirely. A different valve was successfully implanted using a new dcs with good hemodynamic outcome. The patient anatomy was reported to have a moderately calcified aortic valve with left ventricular outflow tract (lvot) calcification on the left cusp. No pre-implant balloon aortic valvuloplasty (bav) was performed. No adverse patient effects were reported.